Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised forced sensor system test and excessive no delivery test or verify operating currents and due to motor error alarms. Insulin pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 287 mg/dl. The customer¿s current blood glucose was 287 mg/dl. The customer treated high blood glucose with insulin pump. The drive support cap was normal. The product was returned for analysis.